Event description:
New information received noted that the patient presented emergency department experiencing syncope and bradycardia. It was noted that the slack of the left bundle branch pacing (rvlbp) lead and right atrial (ra) lead were removed. The dislodgement of rvlbp lead resulted in no capture. The ra lead was not dislodged entirely and the lead slack pulled back resulted in high capture threshold. Both the leads dislodgement was confirmed with fluoroscopy. During the lead revision procedure, it was noted that the ra lead exhibited loss of capture. Both rvlbp and ra lead was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left bundle branch (lbb) lead was explanted and replaced on (B)(6) 2025 due to dislodgement while the right atrial (ra) lead was also explanted and replaced due to an unknown reason. The physician stated that the procedure was challenging due to the patient's difficult anatomy and a right-sided implant approach. The patient was in stable condition.